Event description:
Boston scientific received information that this lead dislodged and was causing diaphragmatic stimulation. The physician performed a revision procedure but was unable to obtain a suitable location without diaphragmatic stimulation, so he explanted this lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.